Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the physician made a cut with the autotome and then removed the device. A balloon was obtained to sweep the papilla. The physician then went back in with the autotome and it would not cut, the cut wire broke; the cut wire did not detach from the device. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown, however, the patient is over 18 years of age. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted, and the exposed cut wire was broken and bent. The broken ends of the cutting wire appeared burnt/blackened. The cutting wire was measured to have broken at approximately 25 mm from the distal pierce hole. The other end of the broken cut wire extended approximately 4 mm through the proximal pierce hole with the handle extended. The od of the exposed cut wire was measured and found to be within specification. The condition of the returned incident device was consistent with the complaint that the cut wire broke. During manufacturing, tome devices are 100% inspected inspected and the broken cut wire is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot number.

Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the physician made a cut with the autotome and then removed the device. A balloon was obtained to sweep the papilla. The physician then went back in with the autotome and it would not cut, the cut wire broke; the cut wire did not detach from the device. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.